Event description:
Rptr is a 58-yr-old woman who has worn contact lenses since the age of 16. When her eyes became dry it became harder to wear the contact lenses, and it was recommended that she use this solution. To clean and store the lenses there are safety instructions, including to carefully rinse the lenses before insertion. Unfortunately, rptr used the cleaning solution instead of the wetting solution before insertion in december. Realizing her mistake she immediately took out the lens and washed it. She never washed her eye. She reinserted the lens. The eye didn't feel right and 1/2 hr later rptr took the lens out. She went to wash the eye out at that time and her eye completely closed. She rushed to the ER where the eye was thoroughly lavaged and antibiotic solution inserted. The next day her eye dr said she had done considerable corneal damage. Rptr feels the packaging should be changed or a less caustic solution should be used.